Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus, escape and down arrow button dome switch. No unlocked j2/lcd keypad connector. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump's buttons were hard to press. Blood glucose level at the time of the incident was not provided. The caller did not recall any specific events leading up to this issue. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.